Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. The pt's vessels are severely calcified, small and frail, with moderate tortuous. It was reported that the stent graft kinked while advancing the stent graft due to the pt anatomy. The stent graft was removed from the pt. Due to the pt's failing condition the procedure was aborted. The pt is not a candidate for open surgical repair. The pt will be monitored. There were no clinical sequelae reported and the pt is reported to be fine. The device was discarded by the user facility.